Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was 560 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm occurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.